Event description:
During use of the device for cardiopulmonary bypass, the air bubble detection system repeatedly displayed an air detect message even though air was not present. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.